Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.